Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient observed on (B)(6) 2025 that the insertion site was swollen and booked an appointment with her hcp on (B)(6) 2025. The hcp mentioned that this kind of swelling can occur and there was nothing to be concerned about. The hcp gave her a lidocaine cream and protistan. Since symptoms like swelling and pain are known and anticipated adverse effects, this incident does not require any further investigation. The patient was advised to consult her hcp for any medical assistance.

Event description:
Senseonics was made aware of an incident where patient reported swelling and light pain at the insertion site, first noticed on (B)(6) 2025. The sensor was inserted on (B)(6) 2024. The patient consulted hcp who gave her lidocaine cream and prontosan.

Manufacturer narrative:
B4. Date of this report: 01 march 2025. G3. Date received by the manufacturer? 01 march 2025. H6. Type of investigation updated to 3331.